Manufacturer narrative:
Batch review performed on 07-april-2022: lot 2006310: (B)(4) items manufactured and released on 02-dec-2020. Expiration date: 2025-11-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting pain due to a cup impingement. The surgeon revised the cup, liner, and head 1 year and 2 months after primary. The surgery was completed successfully.